Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code oto / exemption # e2014015. Total number of events: 4. Restorelle: 4.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.